Event description:
In 2001, physician inserted 22fr 30cc catheter for feeding tube. Spouse of pt called ER on the next day and stated that catheter had fallen out. Pt came into ER the same day and catheter balloon was ruptured. New catheter was inserted on the event date.